Event description:
The customer received questionable sodium results for one patient sample when tested on a cobas integra 800 clinical chemistry analyzer, serial number (B)(4). The initial sodium result was 137 mmol/l. The customer noted the patient's anion gap was abnormal and he repeated the sample on the same analyzer. The first repeat result was 129 mmol/l (accompanied by a data flag). This result was reported to the emergency room. The sample was repeated again on the same analyzer. This second repeat result recovered 136 mmol/l (accompanied by a data flag). Since the sodium result 137 mmol/l more closely matched the second repeat result, a corrected report was sent to the emergency room physician with 137 mmol/l as the corrected result. No adverse event has been alleged regarding the discrepancies. The field service representative determined a damaged probe caused the discrepancies. The customer used microcups placed on top of test tubes which damaged the probe. The customer replaced the probe and ran performance tests, including quality control, which were acceptable.